Event description:
During an in-clinic follow-up, noise that resulted in over-sensing and increased defibrillation impedance were detected on the right ventricular (rv) lead. The cause of the event was due to externalized conductors and insulation damage which was confirmed with diagnostic imaging. No intervention has been performed, although a lead replacement is anticipated. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the lead was capped and replaced to resolve the event. The patient was stable.